Event description:
The pt with chronic back and leg pain after multiple operative procedures failed a spinal stimulator trial and eventually had a medtronic pump implanted. He had intolerable side effects from morphine, but eventually tolerated fentanyl; although at a very low initial dose. He was titrated up to about 350 mcg/day over several weeks but he was still getting little relief. In addition, he developed several pseudomeningoceles requiring surgical revision of the catheter and eventually, the entire system.